Manufacturer narrative:
As reported by the 15th annual meeting of the society of interventional cardiology in other country, this patient presented to cath with unstable angina and silent myocardial ischemia. A coronary angiogrm showed that there were de novo and progressive lesions both in the right coronary artery and in the protected left main trunk. Staged percutaneous coronary intervention was planned. First treated was a 90% de novo lesion in the rca by direct stenting with a 3.0x23mm cypher stent and a 3.5mm balloon dilated at 15 atm. Residual diameter stenosis measured 0%. Two weeks later, the patient presented for treatment of the left main. The proximal and distal parts of the previously implanted cypher stents were completely fractured in the mid-portion by follow-up angiogram. An angiogram demonstrated lumen loss in the non-covered lesion of the cypher stents as well as 27% luminal narrowing. The physician had several comments. Such as, there have been previous reports of fracture for stents implanted in the rca, the potential mechanism is mechanical fatigue due to stent placement in lesions of twists and curves, where the motion of the vessel during cardiac diastole and systole exerts strong forces at certain locations. This is probably more common in longer stents. In addition, over expansion of the stents could also contribute to the stent fracture. This prodcut (lot no. Unk) is not distributed in the united states. However, it is similar to the united states distributed product. This product is also not available for testing and evaluation. Addition information has been requested and will be submitted within 30 days upon receipt.

Event description:
Two weeks after stent deployment, the struts were completely fractured.